Event description:
A patient in (B)(6) was undergoing crrt on a prisma with a prisma m100 pre set. Approximately an hour into therapy, the venous line disconnected from the pressure pod. There was minimal blood loss to the patient as the content of the extracorporeal circuit was returned to the patient. The patient was not symptomatic and did not required any medical intervention.

Manufacturer narrative:
No technical analysis of the used prisma m100 pre set can be performed as the set was discarded by the user. No defect or leaking was, however, reported on the set during the priming or tp starting the treatment. The device history record of the used prisma m100 pre set showed manufacturing in accordance to specifications. No similar complaint has been reported for this lot number. No malfunction of the used prisma machine reported in relation to the event and there is no information provided suggesting that the machine was removed from clinical use. The root cause of the reported venous line disconnection remains unknown.